Manufacturer narrative:
Literature citation: marinkovic sp. Improving clinical outcomes with lower motor voltage (<(><<)>/=3 v) during stage 1 sacral neuromodulation for interstitial cystitis or bladder pain syndrome. Neurourol urodyn. 2019;38(8):2233-2241. Doi: 10.1002/nau.24123. This value is the average age of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s date of acceptance as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID: 3058, lot# unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: the author desired to evaluate whether utilization of =3 v vs the traditional four or more volts for lead motor response during stage 1 sacral neuromodulation may impart an improvement in voiding and pain parameters. It was ultimately concluded that in the =3 v patient cohort, a compelling, significant statistical improvement was noted in most clinical voiding parameters, including the visual analog pain (vap), patient global impression of improvement (pgi-I), and performance questionnaires. Reported events: 1. One 2 v patient experienced a fractured lead associated with a car door closing during a storm. The issue required a revisional lead surgery. The author indicated the incident was ¿concluded as being artifactual, secondary to circumstances beyond a patient¿s or medical device¿s control. 2. One 2 v patient experienced a 5-step fall to a basement landing which required revisional lead surgery. The author indicated the incident was ¿concluded as being artifactual, secondary to circumstances beyond a patient¿s or medical device¿s control. 3. One 2 v patient experienced a physical assault from a spouse which required revisional lead surgery. The author indicated the incident was ¿concluded as being artifactual, secondary to circumstances beyond a patient¿s or medical device¿s control. There were no further complications reported or anticipated. See attached literature article.